Event description:
A past high blood glucose event was reported by the customer, but the exact level was unknown as it was displayed as "high." The customer administered a correction bolus via the pump to resolve the issue, and although the control iq feature was active, they were experiencing recurring high blood glucose levels. Consequently, the customer support team arranged for a follow-up to provide additional assistance.